Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the patient experienced tachycardia and was successfully converted temporarily via high voltage defibrillation from the implantable cardioverter defibrillator. Subsequently, the patient continued to experience several more tachycardia events and several high voltage therapies followed. The patient was prepared for external defibrillation and employees began to administer CPR and artificial respiration using a respiratory bag. Prior to any external defibrillation, the employee providing artificial respiration began to feel tingling and pain in the fingertips. It was noted the employee was touching the patient's chin and the plastic respiratory bag. Later, blisters appeared on the fingertips. However, a different employee administering the CPR could feel the ICD delivering therapy but did not experience any tingling or burning sensation. It was discussed that icds do not generate enough heat to propagate second degree burns to a person touching the patient's chin. All attempts to resuscitate the patient were unsuccessful and the patient expired due to arrhythmia.